Event description:
Per the surgeon's report, this patient reported pain and, later, dizziness with device use. Electrode impedences were reported to have increased with device use. Integrity testing in 2006 failed to show device fault. The surgeon explanted the device and reimplanted a new one in 2006.

Manufacturer narrative:
This type of event is addressed in the device labeling.